Event description:
The following was reported to hamilton medical ag. On start up the ventilator came up with technical event: 231008. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation still ongoing.

Manufacturer narrative:
The device failed to pass the self-test during startup. No patient was involved. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, cannot be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without first passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Although no further information was received, the on-site technician was advised to replace the o2 mixer assembly and perform all tests and calibrations in service software mode before the device is returned to clinical use.